Event description:
A nurse reported that during a one day post-operative visit following intraocular lens (iol) implantation, it was noted that the haptic of the iol was 'totally turned around'. On 08/2001 a second surgery was performed to reposition the iol. The iol was explanted and replaced one week later. The nurse reported that the patient's outcome was good. The patient's visual acuity (va) prior to the initial implantation was 20/30 (07/2001). The patient's va following replacement of the iol was 20/25 (10/2001).